Event description:
Revision surgery - the patient was epileptic and had a traumatic injury that caused the glenosphere to break away from the bone and resulted in a bone fracture. The surgeon removed the glenosphere, head, liner, and partial stem and revised to a nonpolar head. The agent was unable to provide part and lot numbers.

Event description:
Revision surgery - patient was epileptic and had a traumatic injury that caused the glenosphere to bone, causing bone fracture. The surgeon removed the glenosphere, head, liner, and partial stem and revised to a nonpolar head. The agent was unable to provide part and lot numbers.

Manufacturer narrative:
The reason for the revision surgery was to remedy a broken prosthesis after an undetermined amount of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical and was kept by the doctor. A review of the device history records and product complaint report history could not be performed without information regarding the part and lot numbers. The root cause for the broken prosthesis was due to trauma and possibly related to the patient's epilepsy. There are no indications of a product or process issue affecting implant safety or effectiveness.